Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. It was determined that the matrix drawer liner was rubbing against the drawer cover. A field service engineer (fse) performed adjustments to the cover and improved the drawer operation. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer would not open unless pressure was applied while clearing the fail. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.